Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was damaged. Customer's blood glucose was unknown. Insulin pump would be replaced.